Event description:
A barostim system was implanted on (B)(6) 2016. On (B)(6) 2018, the patient experienced pain and discomfort. It was noted that the device was moving below the armpit when the patient slept on their stomach, which pulled on the lead. A revision procedure was performed on (B)(6) 2018 to address the pain and ipg movement. Cultures were performed periodically between on (B)(6) 2018 with some growth, and oral and IV antibiotics were administered. The ipg was explanted on (B)(6) 2018, and the csl remained in vivo. Cultures performed on (B)(6) 2018 showed no growth.

Manufacturer narrative:
The manufacturing records for the ipg and csl were reviewed and there were no issues noted with the sterilization processing for either device. This and the length of time that the device was implanted prior to infection makes it unlikely that the device caused the infection. Cvrx ID#: (B)(4).